Manufacturer narrative:
The reported event was confirmed. Visual evaluation of the returned sample noted one used dignishield with no original packaging. The tape found around the connector was removed. The cuff was inflated with 45ml blue solution (3 drops 1% aq methylene blue per 100ml of distilled water) and allowed to rest for 30 minutes with no leaks. The irrigation valve was flushed with no leaks noted. The bag was flushed and with no leaks noted at the tubing connection to bag. The flush port was flushed and a leak was found around the flush port connection to the shaft. Cuts of lumens passing the walls of the catheter was out of specification. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿the bard® dignishield® sms catheter tube assembly consists of a catheter body and collection bag assembly that is primarily constructed of a proprietary copolymer material called permalene¿, bonded to a low-pressure retention cuff and trans-sphincteric zone (tsz) primarily constructed of silicone material. The permalene¿ catheter and collection bag material is designed to minimize permeation of gas and water vapor. The low-pressure retention cuff is designed to retain the device in the rectum. The tube opening at the cuff`along the drainage tube are three lumens, each with a separate access port. The green inflation port (¿inf(45ml)/inflate to 45ml¿) is used to inflate/deflate the cuff. The clear irrigation port (¿irrig¿) is used to infuse water at the end of the retention cuff and to provide access for the administration of medication. The purple flush port (¿flush¿) is used to infuse water through slits for the entire length of the drainage tube to assist drainage of fecal matter. (Figure 2) a sample port on the drainage tube allows for the collection of stool samples through a slip-tip syringe. A piston valve connector located on the end of the drainage tube of the catheter attaches to the collection bag hub socket. When the collection bag is disengaged from the catheter, the catheter and bag automatically close to prevent spillage. A bag cap is provided to secure the contents of the collection bag when the catheter is removed. The 60 ml syringe and lubricating jelly syringe are used in the preparation and use of the catheter. The medi-aire¿ biological odor eliminator may be used as an air freshener in the room. Do not spray on patient or device. The tube clamp is used to retain medication during administration of medication."

Event description:
It was reported that a leak was found around the connection of the flush port. The leak was a fecal leak within the exit tubing.